Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother called to report that the insulin pump lost power without a prior warning alarm. Caller also received a power loss alarm. Customer's blood glucose reading was 10.4 mmol/l, and treated with the insulin pump. Caller stated the batteries were new. Caller was advised that the customer could continue to wear the device until the replacement arrived. The device was replaced and will be returned.